Event description:
It was reported that during a total knee replacement procedure, the doctor was in process of using the device for the first time on left total knee replacement. The surgeon found the device struggled to cut through fibrous tissue on power level 5. As the surgeon divided the anterior and posterior cruciate ligaments which are in close proximity to the distal end of the femur; the blade fractured. The surgeon was dividing the cruciate ligaments in a confined groove between bones and could possibly have made contact with bone causing the blade to fracture. The broken part of the blade was recovered and aligned with the remaining blade to confirm that there were no missing pieces remaining in the pt. Another device was used to complete the procedure.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.